Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones, and upon interrogation a battery depletion (bd) alert was observed. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced on (B)(6) 2024 without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected.

Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones, and upon interrogation a battery depletion (bd) alert was observed. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones, and upon interrogation a battery depletion (bd) alert was observed. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced on (B)(6) 2024 without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected.